Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h4: manufacture date corrected from 6/15/2020 to 6/4/2020.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to atrial undersensing. It was noted that the patient had a history of farfield signal oversensing. Upon review, technical services (ts) noted a small retrograde signal on the right atrial (ra) that occurs with right ventricular (rv) pacing, but is not detected. All atrial signals appear to be intrinsic conduction. Additionally, false pacemaker mediated tachycardia (pmt) episodes were stored due to atrially driven rates at the maximum tracking rate (mtr). Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported the patient was in atrial tachycardia with a continuation of the previously mentioned concerns. Technical services (ts) reviewed troubleshooting options once more. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to atrial undersensing. It was noted that the patient had a history of farfield signal oversensing. Upon review, technical services (ts) noted a small retrograde signal on the right atrial (ra) that occurs with right ventricular (rv) pacing, but is not detected. All atrial signals appear to be intrinsic conduction. Additionally, false pacemaker mediated tachycardia (pmt) episodes were stored due to atrially driven rates at the maximum tracking rate (mtr). Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported the patient was in atrial tachycardia with a continuation of the previously mentioned concerns. Technical services (ts) reviewed troubleshooting options once more. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to atrial undersensing. It was noted that the patient had a history of farfield signal oversensing. Upon review, technical services (ts) noted a small retrograde signal on the right atrial (ra) that occurs with right ventricular (rv) pacing, but is not detected. All atrial signals appear to be intrinsic conduction. Additionally, false pacemaker mediated tachycardia (pmt) episodes were stored due to atrially driven rates at the maximum tracking rate (mtr). Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.